Manufacturer narrative:
The device(s) are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: comparison of suture-based vascular closure devices in transfemoral transcatheter aortic valve implantation.

Event description:
It was reported through a research article identifying prostar devices that may be related to the following outcomes: device failure; aki (acute kidney injury); stroke; iliofemoral perforations; residual bleeding requiring manual compression; dissection; common femoral artery occlusion; stenosis; bleeding; required stent implantation (covered or non-covered stents); balloon angioplasty; manual compression; unplanned vascular surgery; required medications; and blood transfusion. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of suture-based vascular closure devices in transfemoral transcatheter aortic valve implantation".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the difficulties listed cannot be determined based on the limited information available and the device not returned for analysis. The patient effect(s) listed from the literature article cannot be associated to the device usage and/or malfunctions, as the causality between the documented device usage and the patient effect(s) could not be established; therefore, the determination of the reported difficulty(ies) with the patient effect(s) consideration is not feasible. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.